Event description:
It was reported that a gauge issue occurred. The 90% stenosed target lesion was located in the moderately tortuous left anterior descending (lad) artery. A 26 encore balloon catheter inflation device was selected for use. During procedure, the physician attempted to inflate and deflate the concomitant device without issue; however, it was noted that the meter gauge did not move. The procedure was completed with another of the same device. There were no complications reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).